Event description:
The syringe pump was alarming to check clutch and check plunger. The alarm was interrupting a vasoactive infusion. There was no apparent problem; both the clutch and plunger were ok.